Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a cracked pinch valve, pv61 (pak preserve). The fse replaced pv61 and associated tubing resolving the error messages of "false pak out" and "low vacuum." The fse also confirmed that the instrument was failing differential backgrounds upon startup. The fse replaced the differential sample line from the mixing chamber to the flowcell resolving the issue. The instrument was verified running repeated startups and latron controls with no further issues. (B)(4).

Event description:
The customer reported error messages of "false pak out" and "low vacuum out" were obtained, and the background counts for differential parameters were high, when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.